Manufacturer narrative:
Corrected information: patient code (B)(4) no longer applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient experienced withdrawal symptoms, like nausea, vomiting, sweating etc. The healthcare provider was not sure of the cause of the pump motor stall. The patient was started on oral dilaudid which was titrated up so the patient feels comfortable. The patient has been referred for pump revision. No further patient complications.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving clonidine, bupivacaine, and dilaudid at unknown doses and concentrations via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient's pump stalled and would not restart. It was stated that the patient should have 8 months left of life on the pump. It was reported the patient was going to have the pump replaced. No symptoms were reported. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient receiving intrathecal dilaudid 2.5 mg/ml at 0.7391 mg/day, clonidine 300.0 mcg/ml at 88.69 mcg/day, and bupivacaine 12.0 mg/ml at 3.548 mg/day, via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that motor stall occurred. Logs showed a motor stall occurred on 2017 (B)(6) at 03:35 and tube set occurred on 2017 (B)(6) at 03:35. Logs also showed a low reservoir alarm occurred on 2017 (B)(6) at 09:11 followed by an empty reservoir alarm in 2017 [month and day illegible]. Diagnostics/troubleshooting performed included pump interrogation. There were no environmental/external/patient factors that may have led or contributed to the issue. The pump was replaced and was going to be returned to the device manufacturer. The issue was resolved. The patient's status was alive - no injury. The patient¿s medical history was unavailable.

Manufacturer narrative:
Analysis found there was corrosion/wear/lubrication on the pump motor gear train and that there was a stall due to shaft bearing on the pump motor gear train. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) via the return paperwork. The pump logs were provided examined at 2017 (B)(4) (last change 2017 (B)(4)) and showed the empty reservoir alarm occurred on 2017 (B)(4) at 15:27. No further complications were reported/anticipated or expected.